Event description:
Pt undergoing an orif (open reduction internal fixation) of the left radius. Tip of acumed screwdriver broke off in head of screw when screw was being tightened by resident. Multiple attempts made at removal with various surgical supplies/instruments but md was unable to safely remove screw driver tip without damaging bone or surrounding structures. Screwdriver tip was flush with screw and no evidence of sharp edges as assessed by md, cst, rn, (B)(6), acumed rep.